Event description:
When opening the package, the plastic does not open at the proper seam and tears. This causes contamination of the inner cover. This has happened 7 times with the package of this product.